Event description:
It was observed that during the device evaluation, the colonovideoscope had a data error of scope b30 (scope communication) and there was no image displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the following led to the malfunction: scope circuit board (ID) data error. This issue interfered with proper system communication, resulting in a b30 (scope communication error) and there was no image displayed (component failure due to stress of repeated use, external factors, or handling). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.